Event description:
Patient was having a laparoscopic sigmoid colon resection with takedown of colovesical fistula and diverting loop ileostomy. The colovesical fistula was completely taken down. The distal transection mark was completely skeletonized. Once this was done, the area was attempted to be transected with an endo gia stapler. Unfortunately the stapler did not close and would not fire. After this, it was decided to use a 60 mm echelon stapler, but again the stapler was closed and it did not fire. Unfortunately, the stapler got stuck in the on position and it would not open. Because of this, the incision was just extended slightly distally. Using a 60 mm linear stapler was placed distal to the echelon stapler and then the bowel was transected using a scalpel. Of note, before this was transected, the proximal bowel was transected using a gia stapler. After this was complete, the specimen was taken off the field. Echelon stapler was removed.